Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from a small hole in the extension set. The patient was connected to central venous access as a port for medications during pheresis procedures. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a small hole in the tubing was confirmed. The set was visually inspected; a tear measuring 1.83mm was noted on the kink resistant tubing segment distal to the female luer. Some rings of a brown/red substance were visible within the clear smartsite acrylic body. Functional testing was not performed due to the obvious damage. The root cause could not be specifically determined but was likely related to mishandling during use.

Event description:
Received a copy of the customer mewwatch from the FDA which states; upon accessing patient's ivad, rn noticed that there was air drawing out of extension tubing as well as blood. Upon inspection a small hole was noticed near the plastic luer lock connection. What was the original intended procedure? Photopheresis.